Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient with an implantable neurostimulator for non-malignant pain. It was reported that the patient claimed that the ins had not been working. The caller did not have any other details. No symptoms were reported. No further complications were reported/anticipated.